Event description:
It was reported that the patient was hospitalized with status epilepticus. It was reported that device settings had been adjusted and then two days later the patient experienced sixteen seizures back to back. Diastat was used, but was ineffective. During hospitalization the patient vomited and aspirated the vomit. The patient was intubated as a result of the aspiration. No additional relevant information has been received to date.

Event description:
Additional information was returned on 01/14/2015 from the patient¿s physician. The relationship of the status epilepticus to vns was unclear as the episode occurred several days after the increase in vns parameters; however, subsequent increases in vns settings did not cause any problems. The patient was last seen on (B)(6) 2014 with only one seizure on (B)(6) 2014. Vns settings were currently at 2.0 ma, and the patient tolerated this well. Clinic notes dated (B)(6) 2014 were also provided. The notes indicated that the patient¿s vns was being tolerated well: device settings were increased at this appointment. No changes in medication were made. Device diagnostics were also noted and appeared to be within normal limits.